Manufacturer narrative:
(B)(4) evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Microscopic inspections of the two instruments noted presence of clips in the tube. However, it was observed that the pusher bars were buckled and the firing handles were broken in a manner consistent with cycling through the end of application safety interlocks. Functional evaluations could not be performed as the safety interlock features were engaged. Disassembly of the instruments confirmed the firing handles had broken in a manner consistent with cycling through the end of application safety interlocks. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and amended as needed.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laparoscopic hysterectomy procedure, at the moment when the artery should be clamped, the device only had one clip. The surgeon attempted to use another device, but this also only had one clip. This led the surgeon to convert the procedure from laparoscopic to open. The surgery time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4). Additional information received: pt, device and evaluation info.

Event description:
According to the reporter: additional information received from the account stated that the surgeon could squeeze the handles when it was thought that the device was empty. One clip was able to be loaded properly into the jaws and fired from the device. The artery was clamped with sutures. There was blood loss of 300 cc due to the issue. The hospital stay was extended due to the issue.